Manufacturer narrative:
Evaluated one random seal reservoir. Inspected reservoir's o-rings/stopper groove for anomalies, none were found. Ran basal, bolus leaking test as follows: reservoir filled with diluent and connected to a new infusion set. Installed reservoir and connector into a paradigm pump. Conclusion: reservoir do not leak. Evaluated 2 open/used reservoirs. Inspected and checked o-rings/stopper groove for anomalies none were found. Ran basal, bolus leaking test per (B)(4) as follow: reservoirs filled with diluent and connected to a new infusion sets; installed reservoirs and connector into 7xx pump. Conclusion: reservoirs not leaks. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the reservoir had leak. The customer's blood glucose value was unknown at the time of incident. The reservoir will not be returned for analysis.